Manufacturer narrative:
Unit passed the self test and displacement test. Pump trace download confirmed hardware low level failures, problem isolated to the keypad. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had an error in the hardware low level failures. The customer¿s blood glucose was 89 mg/dl at the time of incident. Customer reported that they performed self test and test was ok. The insulin pump will be returned for analysis.